Event description:
It was reported that the device was used during a hemicolectomy resection. It was reported that the staple line was not good and loose staples were found not formed in the side by side anastomosis. There was no patient consequence. Another device was used to complete the case.